Event description:
A cartridge alarm was reported by the customer, but this did not cause the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l). The issue was resolved as the customer was able to successfully load a cartridge and resume insulin therapy. No further information regarding the outcome of the event was available.